Event description:
Knee was explanted due to staph infection. Upon receipt of this complaint there was no evidence leading company staff to conclude that the product design or associated processes was the root cause. This is only the second infection that the company is aware of out of 489 bks components implanted in the united states to date, which translates to a 0.4% failure rate. The patient made a full recovery after the revision surgery was performed. This complaint has been logged into ortho development's quality tracking system where reported explants are tracked. If future trend analysis resulting from additional complaints of this type demonstrates that the infection rate for this device significantly exceeds the normal average rate of 0.5-5% (as per "infection after total knee arthroplasty" the journal of bone and joint surgery vol. 81-a, no. 10, october 1999) for primary total knee arthroplasty surgery, further action will be taken to try to identify and eliminate the root cause. No corrective action or recall resulted from this complaint since no evidence showed that the product or associated instrument were the root cause.